Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened down button dome switch. No unlocked j2 or lcd keypad connector noted. Unit passed operating currents, self-test, a21 error test and displacement test. No unexpected battery out limit alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down arrow buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had to change the battery frequently. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.